Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review it was confirmed that this incident is duplicate report to complaint (B)(4) (authority ref 2249723-2025-0004606). Henceforth all the information will be updated the other original report. Please cancel this in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) was failing and iabp was getting wet. There was no patient involved.